Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08560 inches. The insulin flow blocked alarm functioning properly.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and dka on the weekend of (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was in the 500 mg/dl range at the time of admission, and 69 mg/dl at the time of the call. The customer used food for the current low and was given intravenous insulin to treat their high. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer had a bent set cannula and did not get an insulin flow blocked alarm. Troubleshooting was not completed as the customer declined. The customer also had another high 2 weeks previously. The insulin pump will not be returned for analysis.